Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable at the distal end of the large needle driver instrument was identified during set up. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a loose cable at the tip area due to a broken grip cable at the back end of the instrument, inside the housing. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentations on the pulley may have been due to mishandling. Also, there was corrosion around the clamping pulley where the cables wrap around the housing. It was concluded that the clamping pulley corrosion may have been due to improper cleaning. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device.